Manufacturer narrative:
UDI= (B)(4). Report source: (B)(6) registry clinical trial. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a (B)(6) uncovered stent was implanted on (B)(6) 2016 as part of the (B)(6) clinical trial. The patient had a history of pancreatic cancer. The patient was enrolled in the study as part of palliative treatment of biliary strictures produced by malignant neoplasms with no intended surgery. On (B)(6) 2016, biliary obstructive symptoms were collected and reported jaundice, itching, dark urine, and pale stools. Liver function tests were also performed on (B)(6) 2016. The patient underwent an endoscopic retrograde cholangiopancreatography (ercp), computed tomography CT, and endoscopic ultrasound (eus), and fine needle aspiration (fna) for imaging/tissue sampling during the stent placement procedure. The procedure was done in an outpatient setting. Additionally, a pancreatogram and biliary sphincterotomy were performed during the procedure and the study stent was placed in a satisfactory manner. On (B)(6) 2016, the patient presented with jaundice. On (B)(6) 2016, the study stent was noted to be occluded due to tissue ingrowth. A biliary reintervention was performed as a result of the recurrence of the original biliary stricture. Reportedly, the physician could not go through the stricture and biliary drainage is planned. The wallflex biliary rx uncovered stent remains implanted.

Manufacturer narrative:
B5 has been updated with additional information received on january 29, 2019. E1: (initial reporter facility name): (B)(6). H6: device code 2426 captures the reportable event of stent occlusion. Patient code 3191 captures the reported intervention to address the event. G3: e7099 abc wallflex registry clinical trial. H10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 10, 2016 that a wallflex biliary rx uncovered stent was implanted on (B)(6) 2016 as part of the e7099 abc wallflex registry clinical trial. The patient had a history of pancreatic cancer. The patient was enrolled in the study as part of palliative treatment of biliary strictures produced by malignant neoplasms with no intended surgery. On (B)(6) 2016, biliary obstructive symptoms were collected and reported jaundice, itching, dark urine, and pale stools. Liver function tests were also performed on (B)(6) 2016. On (B)(6) 2016, the patient underwent an endoscopic retrograde cholangiopancreatography (ercp), computed tomography CT, and endoscopic ultrasound (eus), and fine needle aspiration (fna) for imaging/tissue sampling during the stent placement procedure. The procedure was done in an outpatient setting. Additionally, a pancreatogram and biliary "sphincterotomy" were performed during the procedure and the study stent was placed in a satisfactory manner. On (B)(6) 2016, the patient presented with jaundice. On (B)(6) 2016, the study stent was noted to be occluded due to tissue ingrowth. A biliary reintervention was performed as a result of the recurrence of the original biliary stricture. Reportedly, the physician could not go through the stricture and biliary drainage is planned. The wallflex biliary rx uncovered stent remains implanted. Additional information received on january 29, 2019. A 10x8 viabil (non-bsc) stent was implanted during reintervention.